Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse adjusted the bent fixing of the cart. The fse performed a routine inspection as inspection was due. During the inspection, an electrical test fails #50 was observed. The fse replaced the main board and motor control board. It was also confirmed that blood had entered the internal filter. The fse replaced the crm, purge valve, and blood detect tubing. An inspection was then performed to confirm that there were no issues with the unit's operation.

Event description:
It was reported that when the machine was brought into the company and during a regular inspection performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) could not be fixed to the transport cart, the electrical test fails code #50 had occurred, and blood had intruded into the iabp. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during regular inspection the cs300 intra-aortic balloon pump (iabp) unit pump cannot be fixed to the transport cart due to blood intrusion from rupture. The electrical test fails, and code #50 has occurred. There was no patient involvement reported.